Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a motor rate error. The main board was replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a motor rate error. The event occurred during testing, there was no patient involvement.